Manufacturer narrative:
H3. Device evaluated by MFR? Code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient developed a staph infection after surgery. The patient is also experiencing intermittent jaw pain. The device history records for the generator were reviewed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.

Event description:
It was reported that the infection was seen at the generator site along with drainage. Patent had lab work performed, and it came back positive gram-positive cocci in clusters have now been speciated to mssa. Antibiotics were provided to the patient. No other relevant information has been received to date.